Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001822565-2018-00825, 0001825034-2018-00907. Concomitant medical products: unknown part/lot; femoral stem; 11-103562 univ rnglc shl 62mm/l24, lot 176070; 11-105924 arcom 32mm rngloc lnr hwall 24, lot 211880. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately 15 years post implantation due to pain. The stem was removed, and the cup was retained. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information